Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015, it was prepared a final report with the information collected during the investigation, already reported in the initial report. On (B)(4) 2015, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on may 12 2015. Lot 148422: (B)(4) based plates manufactured and released on february 17, 2015. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar issue reported. On 04 may 2015 we got the confirmation that the items will not be returned back. On may 15, 2015 the (B)(4) made the following analysis checking the x-ray: this prosthesis was implanted with a suboptimal tibial slope. It is not easy to state that this was the root cause for failure but it is likely.